Event description:
During a cataract extraction procedure, the vitrectomy cutter turned on by itself. Another footpedal was connected to this ophthalmic microsurgical unit and the procedure was completed.